Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a message in the measure data field stated data not read when displaying for the battery data. The patient was not present during the call for troubleshooting. It was determined that device as at or approaching eri and is not able to produce the battery data. Device change out was recommended.